Event description:
Device evaluation: mss reviewed pa test results for this complaint. Lifescan received the test strips involved with this complaint (B)(4) 2015. Device evaluation was completed on (B)(4) 2015. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. In addition a secondary issue was observed, the test strips the test strips were found to have shelf life exceeded. There was no indication that the product caused or contributed to an adverse event.